Event description:
The ge oec 9800 fluoroscopy system had the iris collimator close down and the camera would not rotate.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluoro functions pcb (ffb). The ffb was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.